Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed presume that the defect was caused due to irregular electrical damage from electrical contacts at video connector. However, the specific cause of the event could not be identified. The event can be detected by following the instructions for use which state: ltf-190-10-3d operation manual, chapter 3 "preparation and inspection" 3.6 inspection of the endoscopic system inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had an abnormal image. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm associated with the event.